Event description:
It was reported that during use leakage occurred at the luer lock with a bd phaseal¿ connector c35-o. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the tacro line with optima injector/connector disconnected from patient lumen.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lots 1910101 and 1911103, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Three retained connector samples from lot 1910101 and three from lot 1911103 were inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Functional testing was performed, in all cases the product functioned properly and no issues were identified with the luer connections. Based on the available information we are not able to identify a root cause related to the injector or our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. "Multiple lot numbers: there were multiple "possible" lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1910101, medical device expiration date: 2020-09-30, device manufacture date: 2019-10-16, medical device lot #: 1911103, medical device expiration date: 2020-10-31, device manufacture date: 2019-11-19". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use leakage occurred at the luer lock with a bd phaseal¿ connector c35-o. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the tacro line with optima injector/connector disconnected from patient lumen.